Event description:
Per physician, "the micro insert was placed in the routine fashion. As the applicator piece was withdrawn, the outer plastic casing separated, leaving a portion inside the left tubal ostia. Subsequently, the applicator was then divided at the cervical os. The hysteroscope was replaced with a hysteroscopy grasper. The clear plastic outer sheath was manually retracted, leaving the micro insert in the tubal ostium. Seven loops of coil were counted.